Manufacturer narrative:
The data download returned an 0x14 alarm code, which indicates that an occlusion occurred. The device was reset, connected to a pdm, and delivered a 5-unit bolus with no issue. Investigation results found no evidence of any damage or manufacturing deficiencies that would cause an occlusion, so the cause of the alarm could not be determined. The soft cannula was observed to be torn. The timing and cause of this tear could not be determined. Cracks were found in the upper housing. While the damage was found, it would not contribute to a failure of the pod¿s ability to deliver insulin. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 286 mg/dl while wearing the pod between 1 and 4 hours. Patient reported the pod experienced an occlusion alarm right after a bolus was delivered. As treatment, a new pod was applied.